Event description:
It was reported that the customer had stomach and back pains. Customer was hospitalized for their high blood glucose levels on (B)(6) 2014 at 11:30am. Customer had pancreatitis. Customer was sick in the morning and stated that she was hurting in the top of her stomach and she also had back pain. Customer's cause for the hospitalization was pancreatitis. Customer had her gallbladder removed. Customer was wearing the pump at the time of hospitalization. Customer was released on (B)(6) 2014. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).